Event description:
The customer reported that the ac power module failed resulting in a failure to power up.

Manufacturer narrative:
The customer reported that the ac power module failed resulting in a failure to power up which could prevent the delivery of therapy. The factory has not yet received the device for eval; and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.